Event description:
It was reported that the patient underwent revision of the femur plate due to fracture of the device, five (5) months post-implantation. The surgeon also reported non-union of the fractured bone which was being treated with the plate. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2- poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. The plate and the fixation screws were returned for investigation. Of note, no bone spacer was returned. The event can be confirmed as the plate is fractured and the fracture line is located through a screw hole. Both surfaces of the plate show some scratches. Additionally, next to the fracture on the bone-facing side, marks and polished areas are visible which presumably could have derived from contact with the cerclage wire which was used for fracture fixation. One of the hole of the plate shows bone attachment. The fracture surfaces of the plate are damaged and present some scratches and polished area most likely due to relative contact of the two pieces after fracture. However, the non-damaged areas of the fracture surfaces shows beach lines most likely due to fatigue fracture. The screws are inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The device is used for treatment. A single lateral view of the right femur demonstrates a plate and screw fixation device with hardware and bony fracture along the distal femoral diaphysis. No surgical record was received, however, doctor referred to sales rep about a non-union/mal-union of the femur from a former fracture. On the backside of the plate, there are polished areas and marks visible where the cerclage wires were placed. The x-rays shows that the plate was fixed with using cables. In the surgical technique. It is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. ¿insert the bone spacers into ncb screw holes before plate insertion ¿. Not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire (lever arm situation). However, it is impossible to conclude if and to what extent this contributed to the reported event. In conclusion, based on the investigation of the retrievals, a plate fracture can be confirmed and most likely attributed to fatigue. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.